Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the expiratory limb of an rt265 evaqua 2 infant circuit had three slits and pink discolouration in the region of the slits. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit has been returned to fisher & paykel healthcare (B)(4) and is currently being evaluated. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The expiratory and inspiratory limbs and the swivel of the complaint breathing circuit were received and were visually inspected for damage. A small portion of the evaqua2 (expiratory) limb, about 70mm long and about 470mm from the heater wire socket, was found to be degraded and discoloured. Samples of damaged and undamaged parts of the complaint tubing were sent to (B)(4), a (B)(6) research organisation, for testing, using gel permeation chromatography (gpc). Gpc analysis showed a significant reduction in the molecular weight in the damaged section of the tubes compared to the undamaged parts. The localised loss of molecule weight suggested that some external factor was the likely cause. A sample of current tube was also sent to the material supplier who determined the relative viscosity of a dilute solution of the polymer in a solvent. This is an alternative method to gpc for analysing the molecule weight of the polymer. The results showed that the extrusion process used to extrude the tube is not causing degradation of the evaqua2 tube. The evaqua2 expiratory tube has a cellular structure and this can be investigated by density measurements. Therefore, the void fraction of different areas of failed tubes was determined by measuring the density of small sections cut from the tube. The void fractions of all areas of the tube were within the normal manufacturing window. The investigation also reviewed the inspection certificates for both the polymer and foaming agent used to extrude the tube. This covered a 12 month period from june 2012 to may 2013 as the batch number for the failed tubes was not known. The data did not indicate any significant variation throughout this period. Following on from this analysis, a review of the manufacturing process was performed. No chemicals or processes that could cause damage the evaqua2 material were identified in the manufacturing process. Likewise a review of our standard operating procedures did not reveal any issues. Conclusion: based on the results of our investigation, we are unable to determine what has caused the damage to the rt265 expiratory limb. Further information elicited from the hospital with regard to this incident did not shed any light on a possible cause for the observed damage. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. It is therefore most likely that the damage occurred after leaving our production facility. We will continue to monitor for any future complaints of this nature through our robust product surveillance process.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the expiratory limb of an rt265 evaqua 2 infant circuit had three slits and pink discolouration in the region of the slits. No patient consequence was reported.